Manufacturer narrative:
One device was received was for evaluation. Visual inspection found a scratched lcd lens, and a bubbled downstream occlusion seal. The device's event history log was reviewed for evidence of the reported problem, but nothing was found. Functional testing was conducted. Upon testing, the reported problem was duplicated. It was determined that the broken latch lock sensor was the root cause. The latch lock sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not recognizing the cassette being latched. No adverse patient effects were reported.